Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a blank display after changing their battery. Customer stated they did not drop, bump, or expose their insulin pump to moisture. Troubleshooting was unable to confirm if the customer was able to recover the display by inserting a new battery. Customer's blood glucose was unknown at the time of the call. The customer was advised they will be sent a replacement battery cap. Customer declined to return the product for analysis.